Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: scoliosis due to parkinson's disease procedure:oblique lateral interbody fusion (olif) it was reported that during surgery, the surgeon attached the cage to an inserter and tried to insert it between l4/5 using a punch type hammer. But load was applied to the screw part while grasping the implant, the screw part of the implant got a crack, and the inserter was disconnected. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.